Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure instrument grips pin/dislodged to be related to the customer¿s complaint. The instrument was found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 1.89mm at the swaged end compared to the nominal pin diameter of 3.28mm. Grips and other components adjacent to the dislodged pin do not show damage. Probable root cause of the failure mode dislodged instrument grips pin is attributed to supplier manufacturing, such as insufficient swaging by the supplier of the grip assembly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument jaws broke. Pin not holding them together. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there were no piece from the distal end of the instrument detach/break off/missing. No broken or frayed cables were seen. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Scans/tests were not performed to locate a potential fragment after the instrument broke. The port incision was not increased in order to remove the instrument and cannula. Additional ports were not placed. There was a pivot pin dislodged. The instrument jaw was not bent. There are no photos available. The instrument was already returned.